Manufacturer narrative:
Details of the pt's death are not available at this time. The pump has not been returned to animas. If additional info is obtained and/or the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2010, it was reported that the pt passed away. The reporter was unable to provide date or cause of death.